Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced "issues" with a store's theft security system. No further details were provided. The pt was not able to adjust the stimulation when using the programmer with the antenna attached. The pt was instructed to contact the manufacturer in order to further troubleshoot the programmer. No pt symptoms or outcome were provided. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available